Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The power up cycler verification failed. The screen was blank. The stop and ok buttons lit up, however there was no display and the screen functions were unable to be configured. The inverter bard functionality verification failed. It was identified that the failure was due to burnt coil on the transformer of the inverter board. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank upon power up. The stop and ok buttons were lit up. The plug was secured in the cycler and the outlet. The cycler was rebooted, however the blank screen remained. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. The patient reported that they would revert to manual treatment. Upon follow up, it was confirmed that the patient completed treatment. There were no adverse events and no medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.